Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because it got stuck into the carrier. There is no information about implant replacement at the same act.